Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the amia pd cycler set leaked from an unspecified location. This occurred during the third cycle of automated peritoneal dialysis (apd) therapy. The patient stated "solution was pouring out of the top left-hand corner of the machine". It was further reported that a ¿bottom left tube that goes into the door fell out¿. The patient stated that there was no damage observed on the cassette. The patient would perform a manual drain to complete therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
This report is a duplicate of the manufacturing report number 1416980-2021-01666. All relevant information will be captured under 1416980-2021-01666. Should additional relevant information become available, a supplemental report will be submitted.